Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter state: (B)(6).

Event description:
It was reported that a burr and guidewire entrapment occurred. A 1.25mm rotapro and rotawire drive guidewire were advanced to the coronary artery. The rotapro and rotawire became entrapped together and were removed together at as one unit. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter state: (B)(6). Device evaluated by MFR: the returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was also returned. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed and reinserted into the returned rotapro device with no resistance or issues. Product analysis could not confirm the reported events, as the returned rotawire was able to be removed and reinserted with no resistance or issues, and no damages were identified to the device evident of a stuck rotawire. Clinical circumstances were not able to be replicated.

Event description:
It was reported that a burr and guidewire entrapment occurred. A 1.25mm rotapro and rotawire drive guidewire were advanced to the coronary artery. The rotapro and rotawire became entrapped together and were removed together at as one unit. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.